Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 508 mg/dl. The customer's other blood glucose was 338 mg/dl. Customer stated that auto mode was not active. Customer stated that insulin exited and cannula was not bent. The customer declined troubleshooting. The insulin pump will not be returned for analysis.